Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an "hwbbt". No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed.the log was downloaded and reviewed finding error related to complaint. Functional tests were performed and passed.overnight charging and discharge test performed and passed, battery capacity test is good. The receiver case was opened for an internal visual inspection and it passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.